Manufacturer narrative:
D9: product received date 10/16/2024. H3: one used unit was received at manufacturer and were decontaminated per internal procedures. Currently devices are unavailable for evaluation. If the devices become available, we will file an additional report with our findings. No samples are available for analysis of this complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. "Complaint for the failure mode ""a0282 -leaking. Infusion was interrupted for about 4 hours"" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a case where a leak at the junction between the tubing and the striker could be observed. The issue was observed in the laboratory. There was no patient involvement, and no patient harm/adverse event reported. Per reporter, the striker had been introduced into the feeding bag and, when purging the tubing, the operator observed a leak.